Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that lead impedance warnings had triggered on the right ventricular (rv) lead. There was high/undefined superior vena cava (svc) and rv defibrillator impedance measurements, and high variability of high voltage impedance measurements the past fourteen months. The rv lead remains in use. No patient complications have been reported as a result of this event.